Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was able to be confirmed and duplicated. The xdcr pt801 (exhalation pressure transducer) failed.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that low pip, low ve, and high rate alarms occurred on vela ventilator. The patient was placed in another ventilator because of the problem. The customer confirmed that there was no patient harm associated with the reported event.